Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level ranging from 284 mg/dl to 342 mg/dl. Cause of elevated bg level was unknown. Bg was treated with manual injections of insulin. Reportedly, customer left the ER the same day with customer in stable condition (bg 229 mg/dl). Pump data review confirmed the pump was functioning as intended.